Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they were hospitalized (in intensive care) from (B)(6) 2014 through (B)(6) 2014. The patient was hospitalized due to extreme altered level of consciousness. The patient stated that they were taken to the hospital after their spouse had tried to waken them. They stated that their blood glucose (bg) of 1000mg/dl in the hospital. The patient stated that their healthcare professional (hcp) wants the pump replaced. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.